Manufacturer narrative:
In response to FDA report number: mw5105929. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture" and "breast implant illness symptoms" against left device. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5105929. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture" and "breast implant illness symptoms" against left device. The device has been explanted.